Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged airway inflammation, choking on mucus, nasal/ throat irritation or soreness. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging airway inflammation, choking on mucus, nasal/ throat irritation or soreness related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer was initially contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The patient alleged airway inflammation, chocking on mucus, nasal/throat irritation or soreness. There was no report of patient harm or injury. Additional information was received and added to the report. The device was returned to the manufacturer's service center on 06/23/2023 for further evaluation. The device was evaluated on 08/14/2023. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, observed an unknown dust contaminant on the side panel and bottom enclosure of the device. The bottom enclosure appeared to have a slight discoloration to it. The top enclosure had a broken tab on it. A dark, sticky substance was observed on the top enclosure, side panel, and bottom enclosure. Evidence of sound abatement foam degradation/breakdown was not observed. The device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer concludes unable to directly address the symptoms or complaints and confirmed no presence of degraded sound abatement foam. In this report, section d9, g3, h3, h6 has been updated or corrected.